Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was messing up and gave false reading. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the smart remote manager was not working. A field service engineer (fse) had tried to perform a data synchronization but kept receiving a message that the database could not be found. The station had been in storage for six months, and the pharmacy had never taken it out of service. After this period, customer reconnected the station to the network port. After working with the fse, the technical support specialist was able to remote smart service in and correct the database issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was messing up and gave false reading. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.